Manufacturer narrative:
Bottle 7 (ethanol) was removed from the instrument for sufficient time to complete manual replacement of the reagent; and the properties of the corresponding reagent station were reset at 08:22am on (B)(6) 2015. Resetting the reagent station set the concentration to the default value configured in the reagent types definitions (100% in this instance); and reset the number of cassettes processed and the number of cycles and days to zero. Based on information provided by the complainant, it was determined that the sub-optimal tissue processing reported was derived from the "factory 20uur xyleen" protocol started in retort b at 11:36am on (B)(6) 2015, which completed successfully at 07:23am on (B)(6) 2015 and the "factory 13 uur xyleen" protocol started in retort a at 16:49pm on (B)(6) 2015 which completed successfully at 07:00am on (B)(6) 2015. These protocols comprised 216 and 70 cassettes respectively, based on information entered into the instrument software by the user. Review of the reagents used for the protocols from which sub-optimal tissue processing was reported shows that the reagent in bottle 7 (ethanol) was used for the first time in the final dehydration step of the "factory 20uur xyleen" protocol started in retort b at 11:36am on (B)(6) 2015. Bottle 7 (ethanol) was subsequently used for the second time in the final dehydration step of the "factory 13 uur xyleen" protocol started in retort a at 16:49pm on (B)(6) 2015. Although the ethanol concentration calculated by the instrument software for bottle 7 (ethanol) was 100%, the manual hydrometer reading obtained following completion of the "factory 20uur xyleen" protocol started in retort b at 11:36am on (B)(6) 2015 and the "factory 13 uur xyleen" protocol started in retort a at 16:49pm on (B)(6) 2015, was 92.7% indicates that an error occurred during completion of this action. Bottle 7 (ethanol) was then used for the dehydration step of the "factory 20uur xyleen" protocol started in retort b at 11:36am on (B)(6) 2015 and the "factory 13 uur xyleen started in retort a at 16:49pm on (B)(6) 2015, from which sub-optimal tissue processing was reported. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps;and contamination of reagents used in subsequent processing steps ultimately resulting in sub-optimal processing. The root cause for the sub-optimal tissue processing reported was a use error, which occurred when replacing the reagent in bottle 7 (ethanol) prior to commencement of the "factory 20uur xyleen" protocol started in retort b at 11:36am on (B)(6) 2015 and the "factory 13 uur xyleen started in retort a at 16:49pm on (B)(6) 2015, from which sub-optimal tissue processing was reported.

Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing. The complainant advised that the affected tissue samples are "hard on outside, soft on inside. Morphology not good, most can be diagnosed but difficult". The complainant also advised that the large tissue samples had been submerged in paraffin for additional time. On-site assessment of the operation and function of the instrument was conducted by a leica field service engineer (fse) on 29 and 30 september 2015. The fse performed system verification testing; and measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software, which is based on data entered by the user, exceeded the acceptable limit in bottle 7. The measured ethanol concentration in bottle 7 was 92.7% and the calculated concentration was 99.4%. On 07 october 2015, leica biosystems received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.